Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead oversensed noise and delivered multiple inappropriate shocks. Technical services (ts) reviewed troubleshooting options and possible causes. Subsequently, this rv lead was explanted and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure, with no associated allegations. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.